Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event and spent three hours in the emergency room. The patient reported that they were alerted to the hypoglycemia by their dexcom receiver when their blood glucose dropped below 70mg/dl. At the time of contact, the patient was doing well. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of hypoglycemia was not confirmed. A root cause could not be determined.